Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the erbe and performed the failure analysis. During failure analysis, the erbe was placed on an in-house system and was run in normal mode which confirmed and reproduced the customer reported complaint of error c-34.

Event description:
It was reported that during a da vinci-assisted inguinal hernia surgical procedure, the system had issues with the monopolar energy on the integrated electrosurgical unit (erbe/iesu). The customer was getting an error c-34 when activating the monopolar energy. The customer did not try bipolar energy. The customer had restarted erbe and changed out cord and instrument but the issue was not resolved. An intuitive surgical, inc. (Isi) technical support engineer (tse) advised to change out tower and would have to power down the system. The tse is unsure if site is swapping out towers. The procedure was completed with no reported injury. An intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer completed the procedure robotically using the same vision side cart (vsc). Another vsc was brought in but not used as the software version was different. The procedure was completed using a backup erbe generator.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the erbe to resolve the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.